Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was not keeping the correct time and date. There was no patient, or clinician injury associated with these occurrences.